Event description:
Report received from the USA stating that the device had "an e1 error message on the console." The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received and evaluated by depuy synthes power tools. The reported complaint could not be confirmed. The unit was tested and found to meet all performance specifications, and no problems were noted. If additional information is received, a supplemental MDR will be sent. (B)(4).